Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: pump. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The device was returned for analysis. The following information was previously reported in manufacturer report # MDR 3004209178-2015-18378 [information was from a company representative (rep) via a consumer regarding a patient receiving intrathecal baclofen and dilaudid (concentrations and doses unknown) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's medical history was not reported. In (B)(6) 2011, the got a new pump that was connected to the original implanted 8709 catheter (implanted (B)(6) 2001). Her original pump implant was also in (B)(6) 2001. Immediately, she was not getting adequate therapy and it was revised with a sc revision kit (refer to (B)(4)). The patient got adequate therapy for approximately 6 months followed by two weeks of withdrawal symptoms and then therapy resumed. This cycle had been on-going. The frequency or the length of time between was unknown. She went for a dye study twice and both concurred that the catheter was patent and delivering. Her physician was recommending a pump replacement first and if the problem persisted, a catheter replacement. The surgeon only did pump replacements and not a catheter replacement. Additional information has been requested, but was not available as of the date of this report. Additional information was received from a nurse who's clinic does surgical cases for the managing physician. It was reported she was called by the managing physician's office and the patient needed a pump and catheter replacement. The nurse needed further history as it related to the case and the fact they do not have prior authorization to do this. The patient was redirected to the managing physician for more history. The pump's indication for use (IFU) was listed as head/brain injury and intractable spasticity. If additional information is received, a follow-up report will be sent. Additional information indicated that the patient's symptoms (pain and muscle tightens) intermittently worsens then improves. The managing physician believed there may be a system failure. Pre-op, a catheter dye study was performed and was normal, the pump logs were read and a motor stall and recovery was noted on the day that the patient had an MRI (magnetic resonance image). Intra-op, the catheter was cut at the spinal site and very good csf (cerebrospinal fluid) flow was noted. The catheter was tied off and left in place to avoid a spinal headache. A new catheter was placed along with a new pump. It was unknown why the patient experienced the worsening symptoms since the pump and catheter appeared to be functioning. The pump was programmed to simple continuous mode delivering baclofen (type unknown) 2000mcg/ml at a dose of 551.2mcg/day and dilaudid 4.2mg/ml at a dose of 1.1575mg/day. At the time of the event the patient was also taking prn - baclofen, hydromorphone, diazepam, synthroid, protonix. The patient's past medical history included a total brain injury in 2000 resulting in chronic left foot and leg pain as well as drop foot, gerd and hypothyroidism. It was unknown if the issue resolved; however, per the company representative's knowledge the patient was doing fine with a status of alive no injury. The pump and partial catheter was returned for analysis.]